Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were out of range impedances, and the patient experienced a shocking sensation. The right lead impedances included low impedance on contact 7, and high impedances on pairs involving contact 6 in the range of 12,000-13,000 ohms. It was noted the right lead was turned off due to poor symptom control. There were no known falls associated with the issue.